Event description:
It was reported that brightness and contrast levels fluctuated while objects were in field view on the 9800 system. The customer reports a low kv/ma error on the c-arm. The image on the right monitor goes light and dark.